Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 678811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she dose not undergoes essure confirmation test". The patient's medical history included amenorrhea and asthma. Concomitant products included budesonide;formoterol fumarate (symbicort) since (B)(6) 2014, codeine phosphate;paracetamol (tylenol with codeine no.3) since 1120 to (B)(6) 2018, fluoxetine hydrochloride (prozac) from (B)(6) 2016 to (B)(6) 2018, ibuprofen from (B)(6) 2010 to (B)(6) 2018 and naproxen sodium (aleve) from (B)(6) 2011 to (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines/headaches"), depression ("depression/ psych injury") and anxiety ("mental anguish"). The patient was treated with fluoxetine, nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, dyspareunia, fatigue, migraine, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion dates- (B)(6) 2013 and (B)(6) 2018. Plaintiff received treatment for pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome updated for pelvic pain, vaginal bleeding & menorrhagia as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 678811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she dose not undergoes essure confirmation test". The patient's medical history included amenorrhea. Concomitant products included budesonide;formoterol fumarate (symbicort) since (B)(6)2014, codeine phosphate;paracetamol (tylenol with codeine no.3) since 1120 to august 2018, fluoxetine hydrochloride (prozac) from (B)(6)2016 to (B)(6)2018, ibuprofen from (B)(6)2010 to (B)(6)2018 and naproxen sodium (aleve) from (B)(6)2011 to (B)(6)2018. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines/headaches"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, migraine, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion dates- (B)(6)2013 and (B)(6)2018 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-sep-2019: quality safety evaluation of ptc on 3-sep-2019: incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 678811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she dose not undergoes essure confirmation test". The patient's medical history included amenorrhea. Concomitant products included budesonide; formoterol fumarate (symbicort) since (B)(6) 2014, codeine phosphate; paracetamol (tylenol with codeine no.3) since 1120 to (B)(6) 2018, fluoxetine hydrochloride (prozac) from (B)(6) 2016 to (B)(6) 2018, ibuprofen from (B)(6) 2010 to (B)(6) 2018 and naproxen sodium (aleve) from (B)(6) 2011 to (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines/headaches"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, migraine, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion dates (B)(6) 2013 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: confirmed that the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs and medical record received. Reporter and patient demographics were added. Updated suspect drug indication, dates, lot number. Medical history added. Events vaginal bleeding, menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, migraines/headaches, depression, mental anguish and she did not undergo essure confirmation test added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.